Event description:
The doctor checked the inventory where he found the tip of the guidewire was kinked. As a result, this kit was not used for a procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4).